Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing the infusion set to pull out. There was no reported adverse impact to the customer's blood glucose.

Event description:
It was reported the customer's pump case fell multiple times causing multiple infusion sets to be pulled out.